Event description:
The customer reported that while pipetting an hbsag plate on summit, the tech observed that low sample/low diluent was added to wells e6 and h6. No error code was generated. No death or serious injury was associated with this complaint.